Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Event date: unknown when device originally malfunctioned. 510k: this report is for an unknown screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, it was identified in the sterile processing department that the screwdriver would not mate with the handle. The sales rep further described that the inner workings were broken. Apart from this, the little bearing fell out of the depth gauge and this might cause the depth gauge to fall quickly on the floor. There was no procedure or patient involvement. Concomitant device reported: unknown handle (part# unknown, lot# unknown, quantity 1) this complaint involves two (2) devices. This complaint is for one (1) unk - screwdriver. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Concomitant device previously reported is not concomitant and has been added as an impacted product to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.